Manufacturer narrative:
Product evaluation: the product was not returned. All product and batch history records are quality reviewed prior to product release. Qualified associated products were indicated. Root cause: the root cause for the capsular tear could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. Information in the file indicated that the 18.5 diopter lens model was replaced with a different lens model with a power of 17.5 diopters. Additional information provided in h.10. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the capsule tore during lens insertion. The iol was removed and a three piece lens was implanted. A vitrectomy and enlarged incision was required during the procedure. The iol was discarded.